Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient did not go to the hospital for re-examination.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in (B)(6) 2017, the patient was implanted with an adjustable pressure shunt. In (B)(6) 2019, the patient had a symptom of headache.